Manufacturer narrative:
Investigation summary: five (5) samples were received at bd on (B)(6)2019 for investigation in unopened blister packs. Visual inspection was performed using 10x magnification. The samples are not bent and no defects were observed. There was no damage; the bevels and etch were good. Additionally, no defective grind or hooks were noted. Based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no: 305180. Batch no: 8173882. It was reported during use of the bd¿ blunt fill needle that needle was too blunt and broke while trying to puncture the rubber vile. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial.

Event description:
Material no: 305180 batch no: 8173882. It was reported during use of the bd¿ blunt fill needle that needle was too blunt and broke while trying to puncture the rubber vile. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial.

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 305180 batch, no: 8173882. It was reported during use of the bd¿ blunt fill needle that needle was too blunt and broke while trying to puncture the rubber vile. The following information was provided by the initial reporter: there has been a lot of product concerns lately regarding the blunt fill needle 18g vmid 305180. In many instances, the needle was too blunt and it broke while trying to puncture the rubber of a vial.